Event description:
Information was received from a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient felt like there was a wire or probe poking her near her anal area since the date of implant. It wasn't a stimulation sensation; it was a physical poking feeling. The patient had had more discomfort from the device than she had from an anal resection. She put warm soap and a washcloth over where it poked and she could barely sit or walk without it hurting. She also experienced a loss or change of therapy. She did pretty well during the day, but at night she was totally incontinent and it was "like turning on a spigot at night." This started on (B)(6) 2016. She started a prednisone package on (B)(6) 2016 for her knee and her knee had improved. A nurse changed her device settings on (B)(6) 2016 and she was scheduled to go back in two weeks.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received almost 2 weeks later via the healthcare provider (hcp) reported no diagnostics were performed related to the poking sensation at the anal area. Interventions involved reprogramming. The cause of the loss of therapy, incontinence, and poking sensation was unknown. The patient was last seen (B)(6) and had an appointment (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.